Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged issue could not be verified; however, different issues were identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump intermittently unexpectedly reset. Customer's blood glucose level was 90-130 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.